Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging on (B)(6) 2016, the patient experienced a blood glucose (bg) measurement of 950 mg/dl and was in diabetic ketoacidosis (dka). The patient reportedly experienced symptoms of nausea and vomiting. The patient reportedly was treated by the health care provider (hcp) in the hospital via intravenous (IV) insulin and fluids. It was noted that the patient miscounted carbohydrates and failed to bolus; however, the hcp was insistent on pump replacement. There was no indication that the hcp adjusted pump settings before or after the reported adverse event. The patient reportedly denied cancelled boluses and a review of the pump history indicated no cancelled boluses. It was noted that the patient did not resume pump therapy until after the pump was replaced. This complaint is being reported because the patient experienced hyperglycemia allegedly due a history settings issue with the pump.